Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was stuck on the cfn login screen due to a software issue, causing a delay in dispensing medication to the patient. The technical support specialist set the device to managed mode and configured auto-updates, and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the cfn login screen was popped up on the pyxis screen, which hindered users from accessing the medication. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.